Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received several battery out limit alarms and a blank screen display after inserting a new battery. The customer's blood glucose level was 260 mg/dl. She treated her blood glucose level with a manual injection. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. The insulin pump passed the self test and all operating currents were within specification. No unexpected battery alarm or blank screen was noted and no damage was noted inside of the insulin pump. However, the insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.